Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of damage to the black power lead was confirmed via analysis of the submitted photo. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a photo was submitted. The submitted photo displayed a cut/tear in the black power cable strain relief on the housing side of the power cable. It was reported that there were no alarms active during the reported event. Provided information stated that log files were not collected at the time of the exchange. Upon inspection of the patient¿s system controller, he was found to have a broken black system controller cable. No alarms were noted. Pump readings within acceptable parameters. The controller was not returned. An email with request for product return information was sent to the vad coordinator; however, there was no response given. If the product is returned for analysis, the file will be reopened. The root cause of the reported event could not be conclusively determined through this analysis. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power lead was damaged. The system controller was exchanged. There were no alarms for the event.